Manufacturer narrative:
(B)(4). Batch # m92n4d. The analysis results found that the 5dcs device was returned inside its original package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged with two slits and scratches around them. The dye test was performed to evaluate the integrity of the packaging using methylene blue solution. The solution did not penetrated through the slits and scratches thus, the sterility was not compromised. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: please confirm if the two small slits in the outer packaging are on the outer cardboard box or on the tyvek of the blister of the device. Did the slits compromise the sterility? Sales rep called back and stated that the two slits were in the tyvek. It is unknown if the two slits went all the way through the tyvek, however, the account did not wish to use the device. The packaged device will be returned for analysis.

Event description:
It was reported that before a procedure, this device was not opened or used for a procedure. The outer packaging of the device has two small slits in the packaging. Each slit is approximately one quarter inch long. It is not completely clear whether or not the slits go completely through the packaging or not. The materials coordinator noticed the slits and brought it to our attention. The slits are on the backside of the white packaging.